Manufacturer narrative:
The displacement test could not be performed due to an unresponsive keypad. The insulin pump had no act button response due to corroded keypad traces. No unexpected button error alarm was noted. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
Customer reports to have received a button error alarm while attempting a bolus delivery. Customer's blood glucose was 160 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.